Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found for acu-sinch knotless sys w/insrtr 3.5 kit (part number 46-0023-s, lot number 592149). The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that the outer shaft of the acu-sinch knotless sys w/insrtr 3.5 kit (part number 46-0023-s, batch number 592149) which holds the handle in place, released separating from the handle while inside the patient. The surgeon retrieved a broken portion but had to leave the tibia button in the bone. It was also reported that the surgeon took a x-ray to see if the button passed through the tibia, but the button was still attached. The surgery was completed with another implant after a 20-min delay. There were no adverse patient consequences reported.